Event description:
It was reported that the customer experienced a blood glucose (bg) level of 334 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown; however, customer did not hear the high bg alert, and therefore did not deliver any corrections in an attempt to treat bg level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding treatment received; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.